Event description:
On 3/6/91 an ipp device was implanted. On 1/5/96 the pump was revised and the left cylinder was removed. On 2/2/96 the pump was removed. On 3/18/97 the right cylinder was removed from the pt and an insertion of a malleable rod on the left side. There was a repair of the posterior portion of the right corporotomy. Reason was erectile dysfunction secondary to implant failure.